Event description:
On a routine visit with a physician, the integra sales representative reported that the physician stated that he had some breakage of the hallu-s-plates last year. This was the first report of the incident: the user facility reported a case which used the hallu-s plate in 2005. The procedure was an mtp fusion on the left great toe. The physician bent the plate and believes it could have caused a stress riser within the plate. The physician performed a revision with bone stimulator in 2006. As per the physician's note, the patient was last seen 2 months later and is healing well. X-rays were sent to the integra program manager responsible for this product line.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.